Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported event. Internal and external inspections were performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). The device passed functional and electrical rite testing successfully. Therefore, the issue could not be verified through device evaluation. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:08:52. During night drain cycle five, the patient's ultrafiltration reading was 3239ml, indicating the home patient (hp) drained 3239ml more than their maximum programmed fill volume of 2400ml. No additional information is available.